Manufacturer narrative:
Film evaluation summary: the exact cause of the events could not be determined from the pre-implant films provided. Images during implant were not available for review, and the reported events could not be assessed. Pre-implant CT¿s revealed that the patient had a severely angulated and conical-shaped proximal neck. Just below the renals the neck diameter measured 16mm, and 5mm lower was 18mm. Per the film report, the plan was to seal within the distal aspect of the neck which ranged from 23 ¿ 25mm in diameter, from 10 ¿ 20mm below the renal. The infrarenal neck infrarenal angulation measured ~80 deg a-p x 60 deg rt-lt, and the neck contained moderate levels of calcification. The distal aorta was small (10 -11mm diameter) and calcified, and the common/external iliac arteries were non-tortuous but severely calcified and were of small caliber; bilaterally. It is possible that implanting within the angulated and conical-shaped proximal neck contributed to the proximal type I endoleak seen after implant. It is also possible that the cause of the ruptured left external iliac which was reported distal the to the implanted limb, was procedure/anatomy related due to implanting within the small caliber and calcified iliac vessels. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 64mm diameter abdominal aortic aneurysm. It was noted that a lot of calcification was present in the distal aorta and right common iliac. It was reported during the index procedure a type ia endoleak was detected after ballooning. Heli-fx endoanchors were then implanted, which decreased the endoleak but didn't fully resolve it. After the procedure, it was noted that the patients blood pressure dropped. The physician determined that the left external iliac had ruptured distal the to the implanted limb and re-intervened with extension of the limb with another endurant limb to cover and seal the rupture. Per the physician, the cause of the type ia endoleak was anatomy related due to an angled reverse conical neck and short neck length and the cause of the rupture was due to sheath insertion. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.